Event description:
A patient specific implant prescription form was received for the patient's right distal femur. Noted on the form: "periprosthetic fracture between a distal femur replacement (smiles) and thr. Right custom made distal femur replacement with proximal attachment to accommodate the stem of the total hip replacement (cement over distal stem of thr)."

Manufacturer narrative:
An event regarding periprosthetic fracture involving a patient specific, tkr, femoral component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for total knee replacement which was inserted on (B)(6) 2010. The surgeon reported a periprosthetic fracture between distal femur replacement (smiles) and thr. The CT scan shows a bone fracture at tip of the distal femoral stem which can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 1 devices were manufactured and accepted into final stock on (B)(6) 2010 with no reported discrepancies. Complaint history review: there has been 1 other event. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
A patient specific implant prescription form was received for the patient's right distal femur. Noted on the form: "periprosthetic fracture between a distal femur replacement (smiles) and thr. Right custom made distal femur replacement with proximal attachment to accommodate the stem of the total hip replacement (cement over distal stem of thr)."